Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade, cross-talk was observed in the marker channel. Device reprogramming was performed and there have been no further issues with crosstalk. The patients condition was stable after the event.